Event description:
I learned of the voluntary recall for the philips dreamstation CPAP (sn (B)(4)). I have attempted to contact them via phone. I get a recording then a language selection option. After I select I am a patient. The recording states they are having a high call volume and to go to their website, then the call is disconnected. I went to their website to register my product. I entered the serial number and for over 20 minutes a set of "gears" are spinning on the page and nothing is happening. Per their recall notice I am not to use my CPAP and should contact my physician, which I have done. I am awaiting a call back. I am dependent on my CPAP and I do not know how to proceed. FDA safety report ID# (B)(4).